Manufacturer narrative:
The reported device has not been received. The product was not evaluated, therefore the cause of the event could not be conclusively determined from the available information. Additional information has been requested. Should additional information or the device be received for evaluation, new information shall be submitted in a follow up report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex embolization device (ped) pushwire was separated at the distal segment when the microcatheter was removed from the patient during a flow diversion procedure. The device was used to treat a patient's saccular aneurysm located at the supraclinoid segment of the internal carotid artery. It had max diameter of 10mm and a neck wide of 4.5mm. The distal and proximal of the parent artery were 3.2mm and 3.7mm respectively. Vessel tortuosity was described as severe. It was reported the devices were prepared following the instruction for use. During delivery of the ped via the micro catheter, resistance was met and the ped was stuck at the distal segment of the micro catheter. While resheathing the ped, the braid deployed in the micro catheter hub and distal segment of the pushwire was detached. No patient injury reported.

Manufacturer narrative:
Date manufacturer receive. If information is provided in the future, a supplemental report will be issued.

Event description:
There was report of resistance when resheathing the microcatheter. The entire pipeline flex embolization device and micro catheter system was removed from the patient. After the entire system was removed the patient, the tip coil of the ped pushwire came out of the microcatheter.

Manufacturer narrative:
The reported device was received and evaluated. As received, the pipeline flex embolization device (ped) braid was found stuck inside the catheter lumen, but the ped delivery wire was outside of the microcatheter. The delivery wire was noted to be stretched at the distal hypotube and detached at the proximal wire weld. The delivery wire was also found to be bent at 2 places at the proximal end. By cutting open the catheter, the ped braid was removed from the lumen for examination. Both the distal and proximal ends of the braid were found fully opened with moderate fraying. Based on the findings from the returned product, the report of delivery wire separation was confirmed. The damages on the product appeared to have happened when excessive force was used pushing and pulling during delivery and retrieval of the ped against resistance. Subsequently, the distal wire of the ped was possibly detached due to tensile failure. The review of lot history records and manufacturing process showed that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Therefore, manufacturing has been ruled out as a potential cause. The ped instruction for use states, "advance the pipeline¿ flex embolization device into the micro catheter by pushing the delivery wire until the tip of the delivery wire aligns with the tip of the micro catheter. Caution: if high forces or excessive friction is encountered during delivery, discontinue delivery of the device and identify the cause of the resistance, remove device and micro catheter simultaneously. Advancement of the pipeline¿ flex embolization device against resistance may result in damage or patient injury." If information is provided in the future, a supplemental report will be issued.